Manufacturer narrative:
Visual inspection revealed a torn balloon.

Event description:
During treatment the balloon on the catheter ruptured. The catheter was exchanged and the treatment was successful. No pt injury.